Manufacturer narrative:
Continuation of d10: product ID: pscic101 product type: cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a knot was identified in the catheter pscc100 pulseselect as the physician was about to remove the catheter from the body. No aggressive torquing of the catheter was noted during the case. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012783292 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft segment. During external visual inspection of the array and the handle segments. On the spiral array segment, a knotted array was observed. On the handle segment, the capture device's adapter was removed. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of steering mechanisms was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity testing was performed. Electrical continuity test did not reveal any anomalies. In conclusion, the catheter failed the return product inspection due to a knotted spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.